Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a gradual increase in impedance since (B)(6) 2014. The lead also increased high capture thresholds. The lead was capped and replaced on (B)(6) 2015 during a scheduled pulse generator change out.